Event description:
A tps handpiece cord was sent for eval because it was causing a handpiece to run without activation during a procedure. The procedure was completed with a readily available alternate cable; no adverse event was associated with the device.

Manufacturer narrative:
Device eval is in progress; additional info will be submitted once the quality investigation is completed.